Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. No device problem found. The information provided that the incident date with the initial report was incorrect. The correct information has been included with this report.

Event description:
Incident date has been changed to 20181121.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the they experienced hypoglycemia. The customer blood glucose level was 22 mg/dl. Customers other blood glucose values were 25 mg/dl, 305mg/dl, 76mg/dl, 132 mg/dl and 140mg/dl. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Customer did allege pump was over delivering because customer had an insulin flow block and attempted to deliver a bolus and afterward their blood glucose dropped very low. Customer was also reporting insulin flow block alarm. Customer reports alarm did not occur during fill tubing. Customer reports event was resolved by changing complete set. The customer was assisted with troubleshooting. The customer was treated with food for low blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. The information that provided in date of incident with the initial report was incorrect. The correct information has been included with this report.

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2018. It was reported via phone call that the customer had high blood glucose level and diabetic ketoacidosis in (B)(6) 2018 and the blood glucose level went to 25 mg/dl and the customer was hospitalized due to low blood glucose level and date of the hospitalization was unknown. It was reported via phone call that the auto mode was inactive on the insulin pump during the low blood glucose level event.